Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-mar-11 reporting that x-rays showed the leads were in place and there was no migration. The patient was reprogrammed to address pain and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that when the rep first met with the patient he had chopped a lot of wood and his pain crept back-up. The rep just reconfigured the patient's adaptive stimulation (as) setting and reprogrammed the patient. The patient's pain was not being managed like it was in the past. At this time ((B)(6) 2018) the patient and rep thought that the patient had just overdone some work around the house and he thought he had "messed around with his settings too much". It wasn't until (B)(6) 2019, that the patient had called back to inform the rep that they had a fall that he forgot to tell the rep about. Around the start of the patient's issues with their device he had a fall and when he landed the next step up would have been about the area of his ins. His wife recently got back from a month long trip and noticed the swelling on the patient's back, which jogged his memory. The patient is currently trying to get a referral to a new pain practice as well as an appointment with a surgeon's office for an x-ray of the implant. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.